Manufacturer narrative:
Complaint confirmed. One unpackaged ar-601-tbd8, batch 5261721 was received for investigation. Visual inspection identified breakage across the trial body. The fragments generated during the event were not returned for analysis. The observed condition is most likely the result of damage incurred during the removal process, although an additional probable cause can be linked to wear and tear damage based on the age of the device.

Event description:
.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a trial procedure the ring broke when it was being removed. This item had no effect on the patient or the case outcome. All was retrieved.